Manufacturer narrative:
Carefusion complaint #: (B)(4). If additional information becomes available, it will be submitted in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, it does not charge the battery and the symbol for ac does not light. It was reported two fuses on the power entry module are blown. The customer reported no patient involvement associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the power supply. The reported issue was duplicated in the failure analysis laboratory, the power supply failed internally. Carefusion will track and trend this reported issue and internally investigate the situation.